Event description:
It was reported that this patient underwent a cardiac resynchronization therapy defibrillator (crt-d) system implant procedure due to non-ischemic cardiomyopathy. The physician successfully implanted the right atrial and right ventricular leads. A catheter was used to access the coronary sinus (cs) with a venogram performed using a hospital balloon catheter. The patient was noted to have torturous anatomy. This left ventricular (lv) lead was placed and the lead position was noted to be appropriate. When the physician cut the outer catheter and wire, the lv lead was very deep in the anterior vessel, not in the original location prior to the cut. The outer catheter was removed, and the physician tested the lv lead in the current position with wire present. No capture was observed at an output of 5 volts. Capture was only observed at an output of 10 volts. The physician removed the lv lead and wire and decided they wanted to place a different lead model in the left bundle branch instead. While performing pace mapping, the boston scientific field representative noticed a heaving movement in the patients abdomen. The representative asked the registered nurse (rn) about the patients condition and it was noted that the patient wanted to vomit. The rn went to get an emesis basin. The patients blood pressure was checked, and the systolic reading was noted to be in the appropriate range. When the rn brought the emesis basin to the patient, the patient exhibited a clammy appearance and when a new blood pressure reading was taken, the patient exhibited low blood pressure. The procedure was then stopped, and an echocardiogram was performed. A pericardial effusion was discovered and a pericardiocentesis was performed with 600 cubic centimeters of blood removed. A second echocardiogram was performed and there was no effusion observed. A code was called, cardiopulmonary resuscitation was performed, and intubation was noted to be difficult. The patient passed away. Afterward, the representative spoke with the physician who believes that the cardiac tamponade occurred when the lv lead was being removed as they had felt resistance.

Manufacturer narrative:
Information indicates this lead will be returned. This investigation will be updated should further information be provided.